Event description:
It was reported that during an arthroscopy, an healicoil´s eyelet snapped off when the anchor was being inserted into the hole and the broken pieces were retrieved with tweezers. Surgery was resumed after a non-significant delay with a back-up device used in the originally drilled bone, therefore no voids were left in the patient, whose bone quality and current health status is good. No further complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device shows it was returned in the original box with the batch number of the complaint on the label. The proximal body is still in place. The inserter shaft tip of the device is split open and part of the peek distal tip is deformed inside of the inserter shaft tip. There is bio debris in the tip. A functional evaluation showed knob one moved the distal tip/plug. Knob two moved the proximal body. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed and the root cause was associated with unintended use of the device. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. Based on a review of the provided information, there were no clinical factors found which would have contributed to this event. Per the report, this patient was of good bone quality and all the broken pieces were retrieved from inside of the patient with tweezers. It was reported the procedure was completed with a non-significant delay using a back-up device in the same bone hole. Since no harm has been alleged and the patient¿s current health status was reported has good, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. E1, e-mail should be left in blank.